Event description:
It was reported that the system displayed a ups error message which caused the system to lock up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. A replacement ups was ordered and installed by the customer. The system was then found to be operating as intended.